Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient has reported low blood glucose event (60mg/dl) while using pump on (B)(6) 2026.the patient ate food as treatment. No further information available.